Manufacturer narrative:
Concomitant devices: microcatheter (details unknown); coils (details unknown); enpower dcb (details unknown); enpower connecting cable (details unknown). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will not be returned for analysis and additional information will be submitted within 30 days of receipt.

Event description:
The patient is female and (B)(6), had mid artery aneurysm with size 4mm*3.5mm. The surgeon could not detach the deltapaq coil (cdf10030830/unk) during the procedure. The surgeon had to change to another coil (details unknown) to complete. The vessel is in normal condition without distortion. No additional heat. The microcatheter (details unknown) and coils (details unknown) have been observed without damage. There were no damages noted to the coil/coil delivery system before or after the event. The coil was not stretched when it was removed. The coil was still attached to the delivery system when it was removed from the patient. There was no resistance/friction when advancing the coil through the microcatheter. Other coils were successfully delivered and detached using the same microcatheter after the event. There was no torquing of the dpu required during positioning of the coil in the aneurysm. A predeployment electrical check was performed and the green system ready light illuminated on the enpower dcb (details unknown). All lights illuminated and the detachment light illuminated during the detachment cycle. The audible signal beeped during the detachment cycle. No low battery or fault light were seen during the case. All connections appeared to fit properly without application of excessive force. The same enpower connecting cable (details unknown) and dcb were used successfully with subsequent coils.

Manufacturer narrative:
The returned device positioning unit (dpu) failed electrical testing with resistance at 0.0 ohms and the enpower systems go green light failed to illuminate. The detachment fiber did not receive heat and melt. The most likely contributing factor to the coils inability to be detached inside the aneurysm may have been due to a fracture of the solder joint condition inside the resistive heating coil section. In addition, without the identification or the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. However, it was reported that the same concomitant devices were used successfully with subsequent devices. The reported inability to detach the coil was confirmed and with testing of the returned device it was related to damages found on the device. All devices undergo multiple electrical checks before reaching the final packaging. Although the circumstances of how and where this damage occurred cannot be determined, based on the additional information reporting that the pre-deployment test was done and that the green go light failed to illuminate during analysis of the returned device, it appears that the damage likely occurred during the procedure, possible due to device manipulation, or during post procedural handling. A root cause conclusion cannot be made; however, with review of the available information, the analysis and the device history records there is no indication of any manufacturing issues related to the event; therefore, no corrective actions will be taken at this time.